Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
Pt called regarding infusion set recall. Pt stated, she experienced some issues with the infusion set. Pt reported on one occasion her blood glucose value was 450 mg/dl two hours after attempting a bolus and she has had several episodes of hyperglycemia without any reasonable cause. Pt stated, the adhesive comes off easily. Pt reported, the infusion set needle does not penetrate easily into the skin and she observes swelling on the skin around the infusion set cannula. Pt has discarded the alleged infusion sets. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.